Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an anterior communicating artery (aca) aneurysm procedure, the subject guidewire could not be manipulated inside the aca and the physician noticed that the subject guidewire was not torqueing. The subject guidewire was removed from the catheter and was found to be broken at the distal end. The proximal end of the subject guidewire was removed from the catheter but the distal end of the subject guidewire was stuck inside the patient. The physician attempted to remove the distal part of the subject guidewire with a snare but was unsuccessful and the procedure was abandoned. The patient has no progressed complication. No further information available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that, according to the physician when he was trying to manipulate the wire inside the anterior communicating artery (aca) he noticed that the wire was not torquing and he removed the wire from the catheter, he found that distal end of the wire got break on its own and only proximal end came out and distal end got stuck inside the patient. Additional information states that continuous flush was set up and maintained throughout the clinical procedure, and the patient¿s anatomy was severely tortuous. It is probable that the guidewire was damaged during manipulation through the patient¿s severely tortuous anatomy, causing the reported events. An assignable cause of procedural factors will be assigned to the as reported defects ¿guidewire distal tip broken/fractured during use', ¿un-retrieved device fragments¿ and ¿guidewire torque problem', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an anterior communicating artery (aca) aneurysm procedure, the subject guidewire could not be manipulated inside the aca and the physician noticed that the subject guidewire was not torqueing. The subject guidewire was removed from the catheter and was found to be broken at the distal end. The proximal end of the subject guidewire was removed from the catheter but the distal end of the subject guidewire was stuck inside the patient. The physician attempted to remove the distal part of the subject guidewire with a snare but was unsuccessful and the procedure was abandoned. The patient has no progressed complication. No further information available.